Event description:
It was reported that the user fell and the ilet sustained damage, resulting in a cracked screen with black lines that obscured visibility and prevented unlocking; the device was otherwise synced before shutdown, and the affected component was the touchscreen with a device problem consistent with fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.